Event description:
The customer reported the system will not work above 70kv. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and returned it to the customer temporarily working. (B) (4).